Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). Prior to the procedure, physician expected that the patient would require a pacemaker post-valve implantation. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient developed an atrioventricular heart block; a temporary pacemaker was placed to stabilize the rhythm. During the procedure, the valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant, the patient was implanted with a permanent pacemaker. The patient was discharged.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the patient had a prior medical history of right bundle branch block (rbbb). The valve was implanted at 3-4mm depth on the ncc. Post implant, a permanent pacemaker was implanted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that procedural factors or patient conditions (past medical history) contributed to the reported event; however, this cannot be confirmed. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed for monitoring and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.